Event description:
The rptr stated that the dermatome was taking grafts that were thicker or thinner than the calibration setting. Integra has received additional clinical info from the rptr regarding any required medical or surgical intervention.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.